Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and a build-up of skived material and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The needle insertion difficulty is consistent with the skiving. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Event description:
During an atrioventricular reciprocating tachycardia (avrt) procedure in the right and left atrium, material was noted from the sheath which caused a delay. While attempting transseptal puncture in the la, the needle could not be inserted through the sheath. The needle was removed from the sheath and material was noted from the sheath. The sheath was replaced, and the needle could not be inserted. Therefore the needle was exchanged and transseptal puncture was completed with no adverse patient health consequences.